Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member, that implantable pulse generator (ipg) was pacing below the programmed rate and that the patient experienced occlusion. The right ventricular (rv) lead was inactivated and a leadless implantable pulse generator (ipg) was also implanted in the patient due to the occlusion not allowing further leads to be placed. No further patient complications have been reported as a result of this event.